Manufacturer narrative:
Visual examination of the complaint sample found a small cut below the bushing at the blood inlet area backside of the pump cassette. The complaint sample was cut away from the tubing bond and taken to pump cassette automated tester to identify the tester is detecting the small cut leak. The complaint sample was failed at automater tester a leak test and confirming complaint condition. The source of the cut is unknown after reviewing/examining the pump cassette equipment, automated tester equipment and pump cassette assembly station. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no devices of the same lot number remaining in inventory for evaluation. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He reported that the delivery set was found to have leaked at the end of the first dose of arrest agent. He reported that small amounts of blood were seen to be dripping from the lower left front corner and the left rear corner of the mps console. As a result of the alleged issue an additional 500cc maintenance dose of arrest agent was administered to the patient and a new delivery set was installed. The report stated the estimated blood loss to be about 20-30mls. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis.